Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to communication issue. A field service engineer inspected the station and found no issues with keyboard. He established a connection between the laptop and the port located directly above and successfully obtained a response. By connecting the cable to the available port, field service technician was able to synchronize the station and facilitate the draining of messages to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was in disconnected mode. The customer has reported that the device is unresponsive to keyboard input. Additionally, the icon indicates that it is in a disconnected state. Reboot has been performed, but the problem continues to exist. The customer reported that the user was able to remove the medication during malfunction and there was delay. There were no adverse events or injuries reported based on this incident.